Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 1,000 miu/ml and 5 iu/ml hcg urine control; all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficiency information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report from distributor - one false negative urine hcg using icon25, pregnancy confirmed with a quant 2,395 miu/ml a (B)(6) patient came in for a colonoscopy. The patient's urine was tested for pregnancy using icon 25 hcg and the nurse observed a negative result. The nurse left the test device on the counter top and several minutes later, another nurse noticed that there's a faint pink line at the test area. The control or "c" line was observed as good. Two retests were done on the same urine sample and a faint pink line was observed at the test or "t" area of the test device. The patient's serum was sent for quantitation and the result was 2,395 miu/ml. Colonoscopy was not done on the patient and patient was advised to see her obstetrician / gynecologist. No adverse patient sequela reported.